Manufacturer narrative:
The subject device was returned for evaluation. Evaluation found no black stain or foreign material on the device or within any of the device packaging components. Based on the sample evaluation and investigation performed, the reported event of black stain / foreign material on the device handle cannot be confirmed. Review of manufacturing records indicate product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in october, 2020. Addendum: this is addendum to the initial MDR submitted. This supplemental MDR is submitted to document the results of the product photo evaluation. A photo of the product sample was provided. A small black speck of unidentified material is visible on the handle of the capsure device. The small black speck on the handle likely fell off during handling prior to the sample being returned for evaluation. As this was reported to have been found as an out of box condition, based on the sample evaluation and investigation performed, the reported event is confirmed with an unknown root cause. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.

Event description:
As reported, upon opening the package of the bard/davol capsure straight fixation device on (B)(6) 2021, a black stain (foreign material) was allegedly noted on the grip handle. There was no delay in procedure and the procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
The subject device was returned for evaluation. Evaluation found no black stain or foreign material on the device or within any of the device packaging components. Based on the sample evaluation and investigation performed, the reported event of black stain / foreign material on the device handle cannot be confirmed. Review of manufacturing records indicate product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in october, 2020.

Event description:
As reported, upon opening the package of the bard/davol capsure straight fixation device on (B)(6) 2021, a black stain (foreign material) was allegedly noted on the grip handle. There was no delay in procedure and the procedure was completed using another device. There was no reported patient injury.